Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo and the hemostatic valve of the vizigo was damaged. It was observed while the catheters were switched. The issue was resolved by replacing the sheath with a new one. There was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 11-jun-2026, additional information was received which indicated that the hemostasis valve (gasket) dislodged inside the hub and that there was leakage on the hemostatic valve. Therefore, the event was re-assessed as MDR reportable with an awareness date of 11-jun-2026. It was also reported that the sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed.